Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that required intervention from a third party. Bg value not provided. In addition, it was reported that an occlusion alarm occurred. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.